Event description:
It was reported that several days post-op of a laparoscopic cholecystectomy procedure, the patient was brought to the emergency room with abdominal pain. It was determined that the pain was due to a bile duct leak which is believed to have been caused by the device not sealing properly. The patient was brought to surgery to correct the issue. It was stated that no clips were present. The patient is doing fine and has been discharged. Device discarded. Additional information received: surgeon sealed the duct. Surgeon knows to have no tension on duct. Unsure of what happened. Three to four days post-op is when patient came back with abdominal pain. X-ray with contrast, appeared from x-ray that the leak is from the cystic duct stump. Ercp. Patient in hospital for 10 days; pt was ill and needed monitoring.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.